Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer spouse reported via phone call that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 138 mg/dl. At one point, the customer's blood glucose was 99 mg/dl while the sensor gave a reading of 302 mg/dl. During troubleshooting, customer's blood glucose was 224 mg/dl while sensor gave a reading of 69 mg/dl. The sensor will not be returned for analysis at this time.